Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacing inhibition and oversensing during a surgical procedure. Technical services (ts) was consulted and recommended further checkup. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacing inhibition and oversensing during a surgical procedure. Technical services (ts) was consulted and recommended further checkup. The device remains in service. No adverse patient effects were reported.